Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The doctor wanted to insert the zso-7-12 in the cbd. The nurse straighten the pigtail of the zso using the included straightener while preparing the procedure. She tried to pass a wire (0.025" visi2 straight) through the zso straightened, but it was impossible (B)(4). So she gave up and used the new zso-7-12 (B)(4).they did not change the wire guide. Did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No.

Manufacturer narrative:
The investigation is still pending, follow up MDR will be submitted to include the investigation conclusions.

Event description:
This supplement report is being submitted to amend the medwatch lot # (MDR) and section d updated to reflect this.

Event description:
This supplement report is being submitted due to completion of investigation.

Manufacturer narrative:
Device evaluation: 1 x zso-7-12 device of lot unknown involved in this complaint was not returned to cirl for evaluation. With the information provided, a document-based investigation was conducted. This file is related to (B)(4) (mrd ref: 3001845648-2022-00200). Document review: as the lot number of the complaint device is unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution zso-7-12 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. To ensure conformity of all batch release products, pack qc procedures as per cirl, verify that "...the following information on the label (product label, tag, temporary) is correct as per the work order: verify the presence of all required labels on the back of the work order/reject sheet where required". Labelling qc procedures as per this document also verify "the IFU should be placed on the tyvek side of the pouch unless otherwise instructed in the packaging instructions". The product label as per (B)(4) also states the recommended guide wire size (0.035"). It should be noted that the instructions for use (ifu0045) states the following: ¿select the cook stent introducer system (if not included) in the appropriate french size.¿. There is evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause of user error can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per information stated a 0.025" wire guide was used. Summary: complaint is confirmed based on customer testimony. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.